Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that one syringe has a substance inside which appears to be a piece of the plunger.

Manufacturer narrative:
A review of the device history record (DHR) was performed for the reported lot number with no applicable anomalies found. A lot will not be released unless all acceptance criteria inspections per established sampling levels are within acceptable limits. One sample was received for evaluation for this complaint. The sample had particulate in the fluid path which was identified as a piece of the plunger tip material. An analysis is performed on the tips at the point of manufacturing to ensure all characteristics meet established requirements. A certification is received with inspection performed upon delivery of the tips to ensure requirements are met. It is possible that excess rubber material originated from the supplier, but this could not be determined. Based on the information available, trend analysis, and the investigation findings, a new formal investigation is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.